Manufacturer narrative:
Qn#(B)(4).

Event description:
This information was received via mhra adverse incident report. It was reported the procedure was being performed in the intensive care unit. During placement of the cvc line, as they were trying to withdraw the guide wire, the wire started to unravel. Follow-up information indicated the issue occurred when they were removing the wire from the needle. As a result, a new set was used to complete the procedure. There was a delay in treatment. Nothing was retained in the patient. There was no patient harm, death or complications reported.